Event description:
A medtronic representative received a report from a site that while in a cranial procedure, the surgeon alleged a 3mm inaccuracy with their passive planar probe. When touching the same known bony anatomy with the scope probe and passive planar probe, the planar appeared to be 3mm inaccurate. No further details were provided. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
RMA issued. Replacement passive planar probe shipped to site (B)(4) 2014. Medtronic investigation of returned suspect passive planar probe finds that the probe was in good condition. With markers attached and fully seated, the probe returned good geometry and divot error readings. No problem found. Device found to be fully functional. Did not cause event. A medtronic representative, following-up at the site, could not replicate the reported issue.

Manufacturer narrative:
Correction: on 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.